Event description:
It was reported that a patient said her device was beeping at 30-60 second intervals a couple times, but when she got home and transmitted data to carelink there were no alerts or anything wrong. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.